Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain chest, rib pain, musculoskeletal pain, facial pain, headache, sinus pain, sinus pressure, cough, swallowing painful, breast pain, mastodynia, chronic rhinitis, rhinorrhea, earache, otitis media and allergic contact dermatitis. In october 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, autoimmune disorder, pelvic pain, infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, infection, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound breast - on (B)(6) 2013: no cystic or solid lesions are seen in the areas of interest. Particularly the retroareolar region; on (B)(6)2017: this does not preclude further workup of a clinically suspicious nipple discharge. Surgical consultation is suggested for a suspicious nipple discharge, in particular clear or bloody nipple discharge. These results and recommendations were communicated to the patient at the time of study completion. Ultrasound pelvis - on (B)(6) 2018: highly echogenic foci in the endometrial cavity, accompanied by trace endometrial fluid. Correlation recommended for a history of intrauterine device insertion. If this has not been performed, then differential considerations include locules of air or punctate calcifications. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain chest, rib pain, musculoskeletal pain, facial pain, headache, sinus pain, sinus pressure, cough, swallowing painful, breast pain, mastodynia, chronic rhinitis, rhinorrhea, earache, otitis media and allergic contact dermatitis. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, autoimmune disorder, pelvic pain, infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, infection, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound breast - on (B)(6) 2013: no cystic or solid lesions are seen in the areas of interest. Particularly the retroareolar region; on (B)(6) 2017: this does not preclude further workup of a clinically suspicious nipple discharge. Surgical consultation is suggested for a suspicious nipple discharge, in particular clear or bloody nipple discharge. These results and recommendations were communicated to the patient at the time of study completion. Ultrasound pelvis - on (B)(6) 2018: highly echogenic foci in the endometrial cavity, accompanied by trace endometrial fluid. Correlation recommended for a history of intrauterine device insertion. If this has not been performed, then differential considerations include locules of air or punctate calcifications. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy,pelvic pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.